Event description:
A patient was found to not have obstructive disease. The decision was made to place impella cp for hemodynamic support. During support, the patient was still having atrial fibrillation with rapid ventricular response. Levophed was held and they were using neo-synephrine for blood pressure support the rate was improving with adjustment. Also the patient was given one and a half liter of fluids for hemolysis and declining renal function. They also reported that heparin was on hold due to bleeding at the site. Also the patient was given albumin and a 500 milliliter bolus to resolve suction. Additionally, performance level was decreased due to ventricular ectopy and concerns for suction/hemolysis. The patient remained on support for 7 days in total.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: use of echocardiography for positioning of the impella catheter: "evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it." Impella catheter too far into the left ventricle: "obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine." Section: hemolysis: "hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis". "Patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis." Section: suction: "suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure."

Manufacturer narrative:
The investigation of access site bleeding, hemolysis, vf/vt/af/at, and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding - major: the root cause of the access site bleeding was most likely due to anticoagulation management as heparin was paused and bleeding was able to resolve without any other troubleshooting. Hemolysis: data logs were reviewed and suction alarms occurred only on first day of support. No motor current spikes or persistent positioning alarms were noted in logs. Clinical details noted that the patient was experiencing red urine after pump insertion. Patient received multiple rounds of fluid and boluses and red urine cleared up. The root cause of the hemolysis was most likely patient condition related as data logs did not show any signs of ingestion or improper positioning of the pump and clinical details noted that additional fluids help reduce red urine. Low pump flow: data logs were reviewed and the log showed suction alarms occurred on first day of support on (B)(6) 2025 with slight increase in ps. Pump flows prior to suction alarms showed flows lower than set p-level of p-9. When pump was turned down to p-8, pump flows were within normal p-level range for a few days before pump flows again dropped below set p-level range on (B)(6) 2025. When pump was turned down to p-7 on (B)(6) 2025, pump flows were below set p-level range for reminder of data logs. No motor current spikes noted at time of low flows. Clinical details noted that patient had suction alarms occurring and fluids were given and suction alarms resolved. The root cause of the low pump flow was most likely patient condition related as clinical details noted that additional fluids resolved suction alarms. Vf/vt: as the necessary information was not provided, the root cause of the vt/vf was not determined. B2 outcome death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28742. B5 patient information regarding outcome of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28742. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28742. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28742.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.